Event description:
(B)(4). After inserted, I bleed for a month and half, had lower back pain and severe pain on my left side . Then gain about 40 lbs and still had pain everyday in lower abdomen, don't have regular periods, I haven't bleed for more than one day a month since then.